Manufacturer narrative:
During preventive maintenance (pm) on 4/28/2022, the autopulse platform (sn (B)(4)) failed functional testing due to user advisory (ua) 17 (motor on for too long during active operation) error message. The brake gap was worn out and unable to be adjusted to the specification, likely due to the age of the device. The autopulse platform was manufactured in 2017 and is 5 years old, past its expected service life of 5 years. During visual inspection, a crack was observed on the front enclosure. The observed physical damage appeared to be characteristic of user mishandling. The front enclosure was replaced to address the observed physical damage. The autopulse platform failed the initial functional testing due to the user advisory (ua)17 error message displayed after two minutes of compressions. The brake gap was not adjustable and continued to be out of specification (0.008" ± 0.001"). The defective drive train motor was replaced to address the issue. Following service and replacement of defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventative maintenance (pm) on 4/28/2022, the autopulse platform(sn (B)(4)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). No patient involvement.